Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. The valve was recaptured because at 80% deployment the valve was deployed at approximately 2 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc) and it was felt the valve should be slightly deeper. A procedure delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012229262); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured. After the recapture, an infold was noted and went the entire length of the valve. The valve was removed from the patient. A new system was used for implanted. No adverse patient effects were reported.